Manufacturer narrative:
The calibration recovery data provided was acceptable. It was found that the customer did not perform qc on either day of the patient sample being tested. It was also found that the active tube gripper was incorrectly adjusted and dirty and the measuring cells were expired. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable roche diagnostics cobas elecsys anti-tpo results for 1 patient serum sample on a cobas e 801 analytical unit. The initial result was 40.4 iu/ml. The next day, an aliquot of the sample was repeated in a sample cup twice and the results were both 9.00 iu/ml with flag.